Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained about water in the shower bag while showering. The patient was provided with a new shower bag.

Event description:
Per the patient, the bag was used properly during showering. It was noted that there was no fluid ingress or damage to any of the components contained int the shower bag. The patient was provided with a new shower bag.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported events at this time. The lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate 3 left ventricular assist system instructions for use and heartmate 3 left ventricular assist system patient handbook state in the caring for wear and carry accessories sections that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. Call your hospital contact for a replacement. The instructions for use and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.